Event description:
It was reported that at the "first laser shot", the fiber broke and burnt at/near the connector. The fiber was replaced and the procedure completed using a second surgical fiber. There was no injury to patient reported.

Manufacturer narrative:
Failure analysis for fiber s-llf150tg / (B)(4): the fiber was returned without the connector; the fiber is broken and detached at 11 feet and 5 inches from distal tip; the fiber tip does not exhibit signs of usage and appears in good condition; the blue outer sheath at break location of the fiber exhibits burn marks within; the outer jacket exhibits no signs of bending and stretching at the break location. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.